Event description:
Allergan aesthetics received a report of a patient treated the upper and mid abdomen, infra-scapular, and flanks on (B)(6) 2019 and (B)(6) 2021 with coolsculpting cooladvantage+, coolcurve+ and coolsculpting elite curve 150 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Clarification to partial date of occurrence (b3) provided: "12 months" post treatment. Continued d4 additional device: serial number (B)(6), catalog number: sa16789, UDI: (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated the upper and mid abdomen, infra-scapular, and flanks on 08/feb/2019 and (B)(6) 2021 with coolsculpting cooladvantage+, coolcurve+ and coolsculpting elite curve 150 has developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (ph) by medical professional.